Event description:
It was reported that during a da vinci si low anterior resection procedure, one of the cables is loose on a double fenestrated grasper instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. For clarification, the nonconformance was a broken pitch cable. The pitch cable was broken at the instrument's wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument was returned expired. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.